Event description:
It was reported the patient had pain in his left leg when increasing the stimulation high enough to get therapeutic relief. It was stated the patient was "on security duty and saw something in his periphery and when he turned to see, it probably broke one of the electrodes." It was also stated the patient wished to have their ins replaced as well because, it was "a piece of junk." No other details regarding the ins were reported. It was stated the patient was working with their hcp regarding a revision. The patient was referred to their health care provider. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Extension: 3708140, serial # (B)(4). Lead: 39565-30, serial # (B)(4). Lead: 3887-33, lot # v117597. Programmer: 37743, serial # (B)(4). Recharger: 37752, serial # (B)(4).